Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failure was caused by the faulty plunger. A field service engineer replaced the plunger to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system 16s, main drawer 6, full-height drawer was making clicking noises and auxiliary full-height drawer 3 was not opening, causing a delay in patient care. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-oct-2022 to 08- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure was caused by the faulty plunger. A field service engineer replaced the plunger to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system 16s, main drawer 6, full-height drawer was making clicking noises and auxiliary full-height drawer 3 was not opening, causing a delay in patient care. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.